Event description:
It was reported that during tka navio grossly over sized the femur. Started a small female out at a size 8 and a tibia of a 5 or 6. When it was downsized to an appropriate femoral size, posterior resections were 20/22mm. Held up a femoral trial to the patients native bone and it was obvious she was a 4 or 5 femur. Proceeded to burr distal and resect our tibia and checked our extension gap which was acceptable. Surgeon manually sized the femur and a 5 was a touch large, but would work. Surgeon used navio to place his block and the anterior cut was proud by 4-5mm. Surgeon manually sized to a 4 and proceeded without navio at this point. Ended up implants a 4 femur and a 3 tibia.